Manufacturer narrative:
(B)(4) initial emdr submission. Device problem code: a0501 patient problem code: f23 no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. The record was opened after evaluation of a literature review performed for the creation of the clinical evaluation report for the safe-t-centesis. The literature was evaluated for malfunctions, serious injuries and deaths. No product code or batch information was identified to aide in the investigation. The fmea/eura (rmf-0017-is-sha rev16) was reviewed, and the associated patient outcome is identified in multiple areas of the rmf document. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by customer that bd medical information from literature studies/case report with a possible product issue for safe-t-centesis. Verbatim#: rcc received a complaint via email. Email(s) attached an article identified during the clinical evaluation update for the acute drainage product family rodriguez perez et al. 2020 a case report with a possible product issue for safe-t-centesis. Catheter was dislodge - 4 surgical stiches/ suture - 1.